Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as the valve did not return to the home position, air leaked. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the lower ring of the universal seal assembly cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.